Event description:
The user stated they received erroneous calcium results for three pt samples. The technologist noticed the low results and repeated the samples. All results are in mg per dl. The samples were all aliquoted from the mpa and all three samples were "fairly low volume". Sample 1 initial result was 7.3, repeat result from the same analyzer was 8.5. Sample 2 initial result was 7.4, repeat result from the same analyzer was 9.2. Sample 3 initial result was 7.4, repeat result from another p module was 8.5. None of the initial results were reported. No other assays were involved.

Manufacturer narrative:
The field service representative found the sample probe to be extremely dirty. He cleaned the sample probe and verified the alignment. He also found the gear pump pressure valve was defective and replaced it. Calibration, quality controls, and instrument runs were performed to verify analyzer performance.